Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump emitted a cs 069 call service alarm during the basal function. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 07/11/2016-device evaluation: the pump was returned and evaluated by product analysis on 06/20/2016 with the following findings: during testing, the pump was powered on and immediate emitted a cs 069 call service alarm that could not be cleared. The alarm was recorded in the black box data as a cs 087 call service alarm, indicating a language file corruption due to the failure of the u39 component on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).